Event description:
It was reported that an ilet user experienced hyperglycemia after a missed meal announcement, with cgm indicating ¿high¿ and a glucometer reading of 453 mg/dl while the pump displayed 395 mg/dl. The caregiver was counseled that the correction algorithm would address the missed announcement and was advised to perform a full supply change, but elected to disconnect and deliver insulin via subcutaneous pen with plans to reconnect later per guidance. Symptoms included hyperglycemia, polydipsia, and nausea. Outcomes included continued monitoring and a downward glucose trend to 318 mg/dl without need for additional assistance and without hospitalization. Investigation included product troubleshooting, education on correction behavior, ketone assessment guidance, independent blood glucose verification by glucometer, and follow-up. Investigation of this case revealed that the event was consistent with expected hyperglycemia due to a missed meal announcement, with no device malfunction identified and supply change recommended to address any potential infusion or site contribution. It was concluded, based on previously established findings for similar reports, that the cause was user-related missed meal announcement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.